Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported that "during an audit at aintree hospital ((B)(6)), the territory sales manager found a lot of consignment stock that was out of date and checked recent operations. For an ankle fusion surgery performed on (B)(6) 2013, a screw was used that had an expiration date of (B)(6) 2013. On (B)(6) 2013, the patient returned to the hospital with a possible infection." Add'l info has been requested by integra.